Event description:
Complainant alleged that during biomed testing, the device displays "defib pad short" at all times. Complainant indicated that there was no patient involvement in the reported malfunction.